Event description:
The customer reported that the sys would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board, the control panel processor board and the power supply were replaced. The system was then found to be working as intended.